Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when liquid is injected into the device nozzle nothing reaches the patient. All the liquid flows onto the patient. Given the problem with the product it was necessary to disconnect the patient from the ventilation circuit in order to make the installation effective. This caused de-saturation and loss of expiratory pressure in the patient's lungs. There was patient involvement but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one (1) sample was returned in unused condition in its original packaging. One (1) video was also provided by the customer and reviewed. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue. No damage, cuts or discrepancies affecting its performance were found in the sample received. Sample was placed in the sleeve leak test to check the assembly for leaks. The device passes the leak test. Sample was placed in the valve leak tester to check the assembly for leaks. The valve was activated with the thumb valve body at different times to ensure that all components were present and activated correctly. The device passed the valve leak. The customer's reported failure was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.